Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to poor rate sensing measurements. According to the information received the lead appears to have dislodged. The physicians manual 352527-003c, page 15, lists displacement as an adverse effect.